Event description:
It was reported by the physician that the patient experienced unmanageable halos after implant of the intraocular lens(iol). The iol was removed and replaced without complication 2 weeks after initial implant.

Manufacturer narrative:
The iol was received with the optic cut in pieces precluding any analysis and determination of cause of this adverse event. The lens met all manufacturing specifications prior to release. The physician was not able to explain why this patient experienced halos after implant of a monofocal iol or if the event was related to the lens. Will continue to monitor and trend.